Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and shallowing of the ac. Reportedly, "the 13.2 meter vertical implant has an excessively high arch height; 12.6 meter vertical implant with an apporpriate arch heigh is recommended."the lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6- 4581-significant reduction of irido-corneal angles, and shallowing of the ac. H6: work order search: no similar complaints within associated lots were found. Manufacture narrative: significant reduction of irido-corneal angles, narrowing of the anterior chamber angle, and secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).